Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 208 mg/dl. Troubleshooting was assisted. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer does not allege insulin pump was under delivering. The customer stated that there were two air bubbles at the insulin pump. The customer stated that the insulin pump passed the high performance test. The insulin pump will be returned for analysis.